Event description:
(B)(4). Same case as: 2134265-2011-05154. It was reported that post a stenting treatment procedure, the patient experienced recurrent angina and restenosis. (B)(6) 2011 - the patient presented due to unstable angina and non q wave non st elevation myocardial infarction. The first target lesion was de novo, 85% stenosed and 20mm long located in the proximal left anterior descending artery with a reference vessel diameter of 2.5mm. The first target lesion was treated with direct stent placement of a 2.50x24mm taxus liberte stent resulting in 0% residual stenosis following post dilation. The second target lesion was de novo, 90% stenosed and 24mm long located in the ramus with a reference vessel diameter of 2.25mm. The second target lesion was treated with direct stent placement of a 2.50x32mm taxus liberte stent resulting in 0% residual stenosis following post dilation. The subject was discharged on aspirin and prasugrel. (B)(6) 2011, the patient was admitted for evaluation of progressive exertion induced chest discomfort with ventricular couplets and EKG changes suggesting ischemia. The patient was diagnosed with progressive exertional angina. A (B)(4) study revealed moderate sized non transmural inferolateral ischemia with normal left ventricular systolic function at rest with an ejection fraction of 61%. One day later, the patient underwent cardiac catheterization which revealed 60-70% proximal diffuse in stent restenosis of the previously placed taxus liberte stent in the proximal lad and in stent restenosis of the previously deployed taxus liberte stent in the ramus. The patient underwent a coronary artery bypass grafting procedure 5 days later with a left internal mammary graft to the proximal lad and saphenous vein graft to the ramus. The patient was discharged four days later and event is reported to be resolved without residual effects.

Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).